Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a vascular planned treatment/non-emergency treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that the hard disk was full and it does not allow them to store the information. Review of the system log files shows an error related image disk failure. As a temporary solution user was advised through telephone to release image memory and issue got resolved. The philips engineer has replaced sata imaging hard disk. After replacement of hard disk the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was giving disk full error message. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the imaging hard drive. The fse replaced imaging hard drive and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.